Manufacturer narrative:
(B)(4) blistering. Treatment with medication. Blisters occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and topical skin adhesive was used around the incision site outer layer. One day after the procedure, the patient experienced blisters around the incision site. Prednisone and clobetasol were used to treat the condition.

Manufacturer narrative:
(B)(4). It was also reported by the patient that she mentioned the allergy to the doctor and the doctor continued with the procedure. Currently, the patient still has rash. It was also reported, three weeks later, the patient experienced blistering, redness and itchiness.